Event description:
(B)(4).

Manufacturer narrative:
(B)(4). We received one used introcan safety-w pur 20g, 1.1x32mm-EU without packaging and 3 unused introcan safety-w pur 20g, 1.1x32mm-EU in original packaging. The received samples were subjected to a visual examination (particularly with regard to the capillary). We detected no damages or MFR faults at the samples in original packaging. At the used sample the capillary was cut off; respectively torn off approximately 10 mm away from the capillary housing. The surface of the damaged capillary shows for one thing a smooth structure and for another thing an overstretched structure. Due to the smooth and overstretched structure we assume that the capillary was pre-damaged (cut by a sharp device e.g. Scalpel) and torn off. The cut off / torn off section of the capillary was not returned by the customer. Exclude a production problem and assume that the capillary was cut with a sharp device and afterwards torn off. Therefore we assume an application problem by the customer and consider the complaint not justified. We have informed our MFR department. Reviewed the batch MFR record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities.